Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the lid popped out of place. Functional inspection was performed, and the console would not power up. Root cause is determined be contact with another source &nbsp. A document review was not performed because this failure is confirmed not to originate from manufacturing, packaging, or labeling defects &nbsp. This investigation is now complete with no further action deemed necessary.

Event description:
It was reported that device was found broken. No case involved. After investigation it was noticed that the device was unable to power on.

Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation. The visual inspection was performed and showed the lid popped out of place. The functional inspection was performed and showed the console would not power up. Root cause is determined to be circuit board failure and contact with another source. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.